Event description:
It was reported that the user experienced sustained high blood glucose while using the ilet during the first week of therapy, ingested a high-fat/high-carb meal (french fries), did not observe timely glucose reduction, and administered subcutaneous insulin by pen while remaining connected to the ilet. Symptoms included exhaustion and coughing. Outcomes included ongoing hyperglycemia without hospitalization. Investigation included customer service troubleshooting and education regarding disconnecting the ilet when delivering external insulin, timing of automated corrections, and replacement of supplies if indicated. Investigation of this case revealed user technique and therapy management issues, including administering external insulin without disconnecting the ilet and potential postprandial hyperglycemia related to meal composition. It was concluded that the device function was not confirmed to be faulty and that use-related factors contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.